Event description:
It was reported that the lead was attempted to be implanted but not used due to dislodgement. The lead had pulled back out of the coronary sinus (cs) during repositioning and the physician could not get it back into the cs. The lead was removed and no lead was implanted with bi-ventricular pacing abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.